Event description:
The user facility has reported that a pediatric hakim valve that was implanted into a neonate patient in 2006 was explanted 22 days later. The physician thinks that the pressure in the brain is too high and that the valve was not removing enough fluid. The patient's weight is reported to be 1.6kg. A replacement 902-143 device was implanted at the same time as the explant. The explanted device is available for return and evaluation.

Manufacturer narrative:
To date the device has not been received for evaluation. An investigation has been initatied based on the reported information.